Manufacturer narrative:
Age at time of event: mid 50s-60s.

Event description:
It was reported that guidewire tip detachment occurred. The totally occluded target lesion was located in the posterior tibial artery. A 300cm v-14 control wire was advanced to cross the lesion; however, while advancing the wire, it started to prolapse on itself that the tip broke off in the patient. The broken tip was still attached or within the 14 rubicon support catheter and the physician was able to pull everything out without leaving any pieces in the patient. The physician aborted the procedure. No patient complications were reported and the patient's status was fine.